Manufacturer narrative:
The pump had a cracked case at the display window corner, a cracked reservoir tube lip, and minor/deep scratches on the display window. No dark spot was found on the screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a meeting with a medtronic representative and was told to get a new insulin pump because the screen is scratched. Customer stated that it was has been scratched and at times it is hard to read. Customer stated that it gets dark spots on the screen. Customer's blood glucose was 225 mg/dl at the time of the incident. Customer stated that the pump works but was told to get it replaced. Customer stated that he is sure it had been dropped or bumped before. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.